Event description:
The valve could not be adjusted anymore. Liquor flow was insufficient. Implant date: (B) (6) 2009. Explant date: (B) (6) 2010.

Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint has been confirmed. It was not possible to test the device as a result of the amount of biological debris seen throughout the device. This was the apparent root cause of the device failure. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.